Event description:
Guidant received info that this implantable cardioverter defibrillator (ICD) was recording noise on the right atrial and right ventricular transvenous leads which resulted in inappropriate episodes and inappropriate shock delivery. Both leads were explanted, and during the laser extraction of this right atrial transvenous lead, the superior vena cava was dissected. The local guidant sales rep reported that the pt died on the operating table as a direct result of the dissection.